Event description:
It was reported that a patient allegedly fell sustaining severe injuries due to the bed alarm not working at the nurse's station. However, the bed exit did function locally. The customer stated they were having issues with the nurse call system at the time and do not claim there was a malfunction with the bed. The customer declined to provide any additional information pertaining to the patient injuries.